Manufacturer narrative:
Mml reference#: (B)(4). Other device replaced. Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). The lead assemblies and ipg were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the returned percutaneous stimulation leads. Visual inspection of the ipg confirmed that both ipg header screws were out of place, but the ipg passed functional testing. The ipg performed properly.

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high impedance failure on both leads. The device was removed except for a small fragment of the left lead tip, which was left inside the patient. Unrelated to the reported issue, the implantable pulse generator (ipg) was functional but replaced due to the surgeon could not use the set screw on the ipg header after inserting the leads into the ipg. Two new leads and ipg were implanted successfully. There was no report of patient harm or injury.

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high impedance failure on both leads. The device was removed except for a small fragment of the left lead tip, which was left inside the patient. Unrelated to the reported issue. The implantable pulse generator was functional but replaced due to the surgeon could not use the set screw on the ipg header after inserting the leads into the ipg. Two new leads and ipg were implanted successfully.

Manufacturer narrative:
Mml reference (B)(4).